Manufacturer narrative:
Additional information received, from customer via email on 01 nov 2022. Section d4: serial#: (B)(6), section d4: model zmb00, section d4: expiration date: mar 31, 2026, section d4: UDI #: (B)(4).

Event description:
It was reported by the surgeon that during postoperative reexamination, found optical crease of intraocular lens. There was no impact to patient vision. No further information available.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy catalog number: a complete catalog # is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Explant date: not applicable, as lens was not explanted. Initial reporter first name: information unknown/not provided. Establishment name: (B)(4). Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.